Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient presented with preoperative diagnoses of non-union, mechanical collapse, l5-s1 and spondylolisthesis. The patient underwent the following procedures: exploration of fusion; posterior spinal fusion l5-s1; solera instrumentation, l5-s1; local bone and rhbmp-2/acs. A fusion bed in the lateral gutter was formed from l5-s1 and no real nascent anatomy was detected. All soft tissue was dissected off of good bony mass at both the l5 and s1. After a lateral x-ray, the lateral gutters were packed. Following placement of rods and set screws, all the lateral gutters were then packed with a combination of local bone on the medial from the previous attempted fusion and medium kit of rhbmp-2/acs. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: exploration of fusion; posterior spinal fusion l5-s1; solera instrumentation, l5-s1; local bone and rhbmp-2/acs, for pre-op diagnosis of: non-union, mechanical collapse, l5-s1 and spondylolisthesis. Per-op notes: a midline incision was carried sharply through the skin and subcutaneous tissue. Dissection was carried down to the bony spine and then laterally to the area of the lateral gutters. Dissection was very difficult because of the severe scar related to his previous posterior attempted fusion. Dissection was carried into the lateral gutters and x-rays were obtained to verify level. No clear anatomy was visualized. Once x-ray was undertaken and the level was determined, osteotome used to take off previous fusion and attempted fusion mass to access the lateral gutters and with dissection, exploration of the fusion was undertaken. There was noted to be mobility through the area of the previous attempted fusion. A fusion bed in the lateral gutter was formed from l5 to s1 and no real anatomy was detected; aii soft tissue was dissected off of good bony mass at both the l5 and s1. Following the decompression, the pedicles could be palpated via the laminotomy and laminectomy defect and at this point following awl and steffee pedicle tool, 6.5 x 40 mm screws were placed bilaterally at s1 and 6.5 x 45 mm screws at l5. Good fixation was noted throughout, particularly through the bony posterior mass superficial to the pedicle screws starting site. Rods were contoured and affixed within the pedicle screws. Top loading plugs were tightened and compression applied. Top loading plugs were then sheared. Ah the lateral gutters were then packed with a combination of local bone on the medial from the previous attempted fusion and median kit of rhbmp-2/acs. Canal was inspected to ensure there were no bony fragments in the area of the canal and attention was turned to closure. No complications were reported. On (B)(6) 2011, patient underwent anterior interbody fusion l5-s1 with a cage and bone bank bone for pre-op diagnosis of: non-union, mechanical collapse and spondylolisthesis l5-s1. Per-op notes: anterior exposure via transperitoneal approach to the l5-s1 level was performed. The exposure was extremely difficult because of the positioning of the arteries and veins in this case, which were low overlying the disc space with minimal mobility and additionally the angulation of the disc space was difficult for access. Once the disc space was accessed, x-ray was obtained to verify level. It was extremely collapsed, so elevation of the disc space was quite difficult, but was serially undertaken with a variety of dilators, including a cobb elevator and flat catalyst trials. The disc space was slowly elevated until approximately 12 millimeter height. X-ray was obtained that showed reasonable elevation of the disc space and reduction of the spondylolisthesis. Further disc resection was undertaken with curettes and pituitary rongeurs and osteotome in order to mobilize the posterior aspect of the l5 vertebral body. Once the disc space had been fully cleared, it was irrigated and a 12 x 12 millimeter cage was selected. The lateral aspects of the disc space were irrigated and then packed with bone bank bone, as was the cage. The cage was then impacted into the disc space with good fit and fixation. X-ray showed the cage in good position.